Event description:
It was reported that during a procedure, on the fifth firing on stomach with a gold cartridge the device started firing, and then jammed half way. There was no cut and the staples were malformed. It was very difficult to fire. White cartridges were used for the first three firings on the jejunum; gold was used for 4th firing. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with one (B)(4) cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed as intended; no malformed staples were noted during testing.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.